Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument involved with this complaint and completed the failure analysis investigation. Failure analysis could not replicate nor confirm the customer reported event. The instrument was analyzed and passed the recognition, engagement, and passed the clip test. The instrument moved intuitively with full range of motion in all directions. The grips open and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument was not holding the clip in the jaws while passing through the trocar. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.